Manufacturer narrative:
This is being filed is unconfirmed corneal scar. This report is initially filed with the incorrect manufacturer number of (B)(4) 9614392-2012-00017. The correction has been made to the header MFR report number and MFR report number. To reflect 2640128-2012-00003 as the correct manufacturer report number. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.

Event description:
On (B)(4) 2012 pt states he was diagnosed with scar tissue after reporting "issues" with the lenses. No further info was provided. This is being filed as unconfirmed corneal scar. On (B)(4) 2012 this report was initially filed with the incorrect manufacturer number of (B)(4) 9614392-2012-00017. The correction has been made to the header MFR report number and manufacturer report number. To reflect 2640128-2012-00003 as the correct manufacturer report number.